Manufacturer narrative:
The insulin pump passed displacement test and excessive no delivery test. However, the device was unable to prime during prime test due to faulty force sensor resistor. No unexpected no delivery alarms noted during testing. The device had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer blood glucose was 160 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).